Event description:
It was reported that when the patient presented in clinic for the device pocket revision, device migration toward the patient¿s armpit was observed. The reason was due to patient significant weight loss. The device was explanted and replaced sub pectoral to prevent further device migration. The patient was stable and discharged.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.